Event description:
A customer obtained lower than expected vitros phbr quality control results while using a vitros 5600 integrated system. A value of 39.7 ug/ml was obtained from the biorad level 3 fluid versus the expected value of 59.2 ug/ml, and a value of 41.2 ug/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 55.9 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros phbr quality control results were obtained on a single pack of vitros phbr reagent using vitros 5600 integrated system. The customer loaded an alternate vitros phbr slide cartridge from the same in use reagent lot, and acceptable performance was observed. The investigation was unable to determine a definitive root cause. Precision testing at the time of the event demonstrated acceptable performance of the vitros 5600 integrated system and vitros phbr lot (B)(4). The root cause of this event is unknown.